Event description:
It was reported that the customer was hospitalized with high blood glucose levels, and troubleshooting was needed. Called the phone number that was provided, but got the voicemail. Left message for customer to call back at her convenience to document the hospitalization and to troubleshoot the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.